Event description:
It was reported that both the right ventricular (rv) and this atrial lead (ra) exhibited low impedance measurements. At this time, both product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).